Manufacturer narrative:
Continuation of d10: product ID evolutfx-23 (serial: (B)(6)); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012635068); product type: 0195-heart valves; product ID gwbc30 (unknown); product type: 0193-guidewire; implant date n/a; explant date n/a, product ID d-evolutfx-2329 (unknown); product type: 0195-heart valves. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-23 (lot: unknown); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty was performed. During advancement of the guidewire, the left ventricle wire became kinked in the front of the groin. The kinking contributed to advancement difficulties. There was concern that the coating of the left ventricle wire was peeled off inside the wire lumen. The decision was made to withdrawn the delivery catheter system (dcs) prior to deployment. As the dcs was withdrawn, the left ventricle wire broke inside the dcs. The broken wire had to be cut before the dcs could be fully withdrawn. A second valve was prepared. During implant of the valve, the valve became "stuck". The stuck valve led to hemodynamic instability. Percutaneous cardiopulmonary support was initiated. After removing the sheath for percutaneous cardiopulmonary support in the left lower limb, the hemostasis device was unable to suture the blood vessel properly. Endovascular treatment was performed using a 6.0 mm balloon.

Event description:
Additional information was received that a non-medtronic guidewire was used during the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Added third paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty was performed. During advancement of the guidewire, the left ventricle wire became kinked in the front of the groin. The kinking contributed to advancement difficulties. There was concern that the coating of the left ventricle wire was peeled off inside the wire lumen. The decision was made to withdrawn the delivery catheter system (dcs) prior to deployment. As the dcs was withdrawn, the left ventricle wire broke inside the dcs. The broken wire had to be cut before the dcs could be fully withdrawn. A second valve was prepared. During implant of the valve, the valve became "stuck". The stuck valve led to hemodynamic instability. Percutaneous cardiopulmonary support was initiated. After removing the sheath for percutaneous cardiopulmonary support in the left lower limb, the hemostasis device was unable to suture the blood vessel properly. Endovascular treatment was performed using a 6.0 mm balloon. Additional information was received that a non-medtronic guidewire was used during the procedure. Additional information was received clarifying that the term "stuck" associated with the second valve refers to difficulty advancing the dcs. Despite the advancement difficulties, the second valve was implanted in the patient. Per the physician, the dcs did not contribute to the injury.